Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected audio/vibrate anomalies noted. No unexpected screen effect anomalies noted. Device received minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was locking in place but does not hold tightly. Blood glucose was unknown. Insulin pump was squirted on prime. The insulin pump will not be returned for analysis.